Event description:
It was reported that there was no intraoperative communication. Programmer communicated with stimulator through box prior to case, however when impedance was attempted to be checked there was no communication between the stimulator and 2 programmers. Second stimulator was opened and communication was achieved. Hospital mentioned berchtold lights may have affected communication. Patient outcome was recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, lot# unknown, product type: accessory; product ID neu_ unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). Final analysis of neurostimulator model 3058 (lot # njy230277h) showed no anomaly found. Final analysis of wrench accessory showed no anomaly found.

Manufacturer narrative:
(B)(4).